Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Event site phone number : (B)(6).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a continuous beeping sound. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), (investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp and found the issue with the main power board. To fix the issue, the fse replaced the main pcb and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.